Event description:
The customer reported that the system would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge representative performed an over the phone investigation. The service representative directed the customer to check the interconnect cable. The customer cancelled the service call. No additional service information was provided.